Manufacturer narrative:
Additional information: h6. An event of right sided stroke was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) a 30mm sjm rigid saddle ring was selected for implant. After placing the ring a leak was noted by performing a leak test. The ring was removed and exchanged with a 29mm sjm masters series mechanical heart valve. After placing the mechanical valve no paravalvular leak or regurgitation was noted and procedure was completed without and complications. On(B)(6) a CT scan was performed but didn't show any abnormalities. On (B)(6) 2021, the patient was given levetiracetam. On (B)(6) 2021, right sided stroke was noted with acute symptomatic epilepsy and a MRI was performed. The same day the patient was given acenocoumarol. The patient was reported to be in stable condition and since has been discharged. ((B)(4)).